Event description:
It was reported that the customer had a low reading of 30 mg/dl. Customer was able to treat for it. Customer also had a high reading of 380 mg/dl and used manual injections. Customer did not want to troubleshoot for the low or the high. Customer feels that it was caused by him not getting alarms because the sensor was not working properly. Customer stated that he used 2 sensors a few weeks ago and they were not getting readings or giving any alarms. Customer was walked through the insertion process. Customer mentioned a needle that was hard to remove, but he was able to get it out. Customer will call back if he requires any help. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.